Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer was assisted in setting up the backup insulin pump. She declined further assistance and opted to continue using the backup insulin pump. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. W,e therefore, consider this report complete to the best of our knowledge.